Event description:
Information received from the field notes that the patient presented for cardioversion. Prior to the procedure, the device was checked and found to be functioning normally. Post cardioversion, the device was in vvi back-up mode and not sensing appropriately. The patient was symptomatic and experiencing non-sustained ventricular tachycardia upon "miss timed" pacing on the t-wave. An attempt to download the software was unsuccessful and the device was replaced.